Event description:
Breast tissue expander reported as 'leaking'. The device was removed and found to have a tear at the suture tab caused during fixation at implantation. Device replaced with another breast tissue expander.